Event description:
It was reported the lead was not capturing unipolar, had decreased impedance unipolar, both increased and deceased impedance bipolar, and high threshold. Lead fracture suspected. The lead was capped and replaced. Later review of manufacturer's database revealed the patient died 17 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the lead was malfunctioning - not capturing unipolar, had decreased impedance unipolar, both increased and deceased impedance bipolar, and high threshold. Lead fracture suspected. The lead was capped and replaced. Later review of manufacturer's database revealed the patient died 17 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic revealed patient had been noncompliant with device checks and cardiology visits. Visit on (B)(6) 2010 noted eri had triggered in (B)(6) 2009, impedances high at times, loss of capture, and ventricular lead fracture. Device replaced at the time of lead replacement. Patient seen (B)(6) 2010 and was doing fine. Nurses observed a pause on the patient monitor on the day of death, but agreed it occurred while manufacturer's representative was checking the device. Physician was not concerned about any device issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/7/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthly medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/7/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.

Event description:
It was reported the lead was malfunctioning - not capturing unipolar, had decreased impedance unipolar, both increased and deceased impedance bipolar, and high threshold. Lead fracture suspected. The lead was capped and replaced. Later review of manufacturer's database revealed the patient died 17 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic revealed patient had been noncompliant with device checks and cardiology visits. Visit on (B)(6) 2010 noted eri had triggered in (B)(6) 2009, impedances high at times, loss of capture, and ventricular lead fracture. Device replaced at the time of lead replacement. Patient seen (B)(6) 2010 and was doing fine. Nurses observed a pause on the patient monitor on the day of death, but agreed it occurred while manufacturer's representative was checking the device. Physician was not concerned about any device issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/7/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a bimonthly medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. (B)(4) - preliminary analysis revealed the device was in a no output and no telemetry state. Further analysis revealed the no output and no telemetry condition was the result of battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/7/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.(B)(4) - battery depletion normal.